Event description:
The customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer removed and reinserted the battery and received a button error alarm. Blood glucose value was 269 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The insulin pump has cracked case at the display window corners, reservoir tube lip, battery tube threads, minor scratched display window and with stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.